Event description:
Facility reports, the care aide was removing the resident from the bathtub in a alenti. The care aide was maneuvering the lift backwards from the back of the lift. The wheel fell off the lift. The pt and lift fell over onto the care aide. The care aide suffered from injuries while trying to prevent the resident from falling out of the alenti.